Event description:
It was reported when using the bd pyxis medstation es system tower door failed during the procedure. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door failed but no notice on recover storage space. The technical support specialist shared customer the procedure to force door failure and to recover door. The system functioned as intended after the technical support specialist investigated the device.